Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that the display was faded. The customer performed a display check and could see the three "8s" at an angle. The customer could not see them straight on and the numbers appeared faded. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.